Event description:
The customer reported that the device is displaying all the warning icons in the readiness indicator and the device will not turn on. There was no pt use associated with the reported complaint.

Manufacturer narrative:
Medtronic continues to investigate the reported event.